Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release to distribution. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified high scan on the adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as "shimmer", sweating, and dizziness and self treated with dextrose for treatment. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 4.6 mmol/l was compared to a reading of 1.9 mmol/l obtained on a built-in precision meter. The length of sensor wear was 1 day. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified high scan on the adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as "shimmer", sweating, and dizziness and self treated with dextrose for treatment. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 4.6 mmol/l was compared to a reading of 1.9 mmol/l obtained on a built-in precision meter. The length of sensor wear was 1 day. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.